Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a pt at home. The customer also reported that the pt was asymptomatic. The pt subsequently went to (B)(6) hospital and switched to the backup freedom driver. After the pt was switched to the backup driver, he was discharged to home. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient at home. The customer also reported that the patient was asymptomatic. The patient subsequently went to (B)(6) hospital and switched to the backup freedom driver. After the patient was switched to the backup driver, he was discharged to home. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The electronic alarm history did not reveal any new permanent fault alarms while supporting the patient. There was a recorded fault code of 4b that occurs for low right driveline pressure and is typically produced as a result of driver exchange or disconnection from a patient simulator or as a result of a damaged u21 pressure sensor. Visual inspection confirmed that the u21 pressure sensor was not damaged and all pressures measured during investigation testing were within acceptable limits thereby ruling out a pneumatic leak as the cause of the fault. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic alarm history. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The customer-reported intermittent alarms could not be functionally reproduced during investigation testing and, therefore, the root cause could not be determined. During failure investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. The investigation could not determine the root cause of the customer-reported intermittent fault alarms. Despite the customer-reported intermittent alarms, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver will be serviced, which will include the replacement of the pca, as a precautionary measure, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.